Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performing the pm replaced the batteries and completed the pm. The stm then performed all calibration, functional and safety tests to meet factory specifications and the iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), one battery for the cardiosave intra-aortic balloon pump (iabp) was not charging and both batteries did not pass the battery runtime test. There was no patient involvement and no adverse event was reported.